Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the clinical educator (ce) wanted to know if the home patient (hp) did a manual exchange during therapy. The technical service representative (tsr) explained would not know if the hp did a manual exchange on the hc. The tsr reviewed the programming: fill volume 2000ml. The tsr reviewed the therapy log: cycle 1 uf 2395ml, 0 bypasses, 0 manual drain, no therapy change. The rn drained before starting the manual exchange and left 2000ml in the hp before starting therapy. The tsr explained the initial drain alarm setting. The tsr offered to swap, but the rn declined. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned for evaluation, so the issue could not be confirmed and a cause could not be determined. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient with regards to setting the initial drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The following information was missed in the initial emdr.per the increased intra-peritoneal volume (iipv) callsript, the reporter (clinical educator) had also mentioned that patient had symptoms of abdominal pain or discomfort. However, the patient did not have symptoms at the time of the call. No further information is available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.